Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 3777-45 lot# serial# (B)(4) implanted: 2011(B)(6)explanted: product type lead product ID 3777-45 lot# serial# (B)(4) implanted: 2011(B)(6) explanted: product type lead: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient had a single lead initially implanted. It was determined that he needed a new lead because of multiple out of therapeutic electrodes. There were no symptoms other than the ins not working as well as it could have if all electrodes worked on the lead. The cause of the impedance issue was not determined, other than the lead showing multiple out of use electrode. The patient did not say there was a significant event that could have caused anything. Rep programmed around the bad electrode to give the patient some relief until he is able to have the lead changed. The impedance issue has been resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient was having a lead revision due to an impedance issue. It was noted that the rep didn¿t seem to sure on the call. No further complications were reported.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4) implanted: (B)(6) 2011. Product type lead, product ID 3777-45, serial# (B)(4) implanted: (B)(6) 2011. Product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the reason for lead revision was that the battery expired. No symptoms reported related to the impedance issue. The lead revision was due to lead malfunction. Patient got a new lead on (B)(6) 2018. The impedance issue was resolved. No patient symptoms or complications were reported in this event.